Event description:
It was reported that a homechoice automated pd set with cassette was missing the cap on the patient line, described as: ¿one of the pipes doesn't have a cover¿. This was noted before opening the packaging of the device and there was ¿no cap inside the pouch¿. This was identified prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, d9, h3, h6 & h11. B5: it was reported that the drain line cap was also missing from the set. The patient did not connect to the set. H11: the device was received for evaluation with an open pouch. A visual inspection was performed which observed the patient line cap and the drain line cap were missing. A pressure test was performed on the sample and no leak was observed. A functional self-test and priming test were performed with no issues noted. The reported condition of missing caps was verified. The cause of the condition was determined to be a manufacturing related issue. The most probable cause was that the caps may have been caught and detached at the form fill loading station during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.